Event description:
Rn inserting bd insyte autoguard safety cathlon into pt's vein. Noted difficulty upon insertion, bleeding at insertion site, and promptly removed IV cathlon from vein. Cathlon was noted to have a shear, tear, on cathlon barrel. Product saved, taken to nursing dept, bd co rep and area mgr to come in for discussion of trend.